Event description:
A company representative reported that the tip of a chesapeake tapered driver fractured intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
No new information.

Manufacturer narrative:
Additional data: h3. H.6. Coding has been updated to reflect investigation conclusion.